Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).

Event description:
The customer reported that the alarm has power but when the voice only tone is selected and pressure is off the sensor pad there is a lot of static and no voice tone. This was discovered during set up and there was no pt contact.